Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the defribrillator's associated electrodes failed. There is no further information at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The clinical data shows that the incorrect view was selected and that a viable patient impedence was detected via pads lead. It is noteworthy to mention the customer did not use zoll medical electrode pads. This is relevant because we suspect the customer anticipated to auto select the lead. This will occur when using zoll electrodes where an access ID is present. With other manufacturers, the user must resort to manual selection. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.